Manufacturer narrative:
E1 phone number: (B)(6). This is one of three manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in italy, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. The patient presented an extremely calcified vascular axis. During the first attempt to insert the 14f esheath plus, it became stuck near the calcification in the external right iliac artery and was removed. Damage near the radiopaque part of the sheath (distal tip split) was observed due to the calcification. A second 14fr esheath plus was opened and tried to be inserted again without success. The device was also damaged by the calcification near the radiopaque part of the sheath (distal tip split). The vessel where the sheath was stuck was treated with a 6mm shockwave balloon. A third 14f esheath plus was opened and was inserted without being able to pass. The introducer was inserted. The esheath plus was retracted a few centimeters, unhooked the introducer, retracted a couple of centimeters, rotated both sheath and introducer and put the introducer back in place and tried to advance. After two more attempts of this type, the third 14f esheath plus was removed, and the 16fr dilater was reinserted into the sheath out of the body without problems. The third 14f esheath plus was reinserted but got stuck and was removed again. There was no damage reported on the third sheath. A pta with an 8mm balloon was performed, and a fourth 14f esheath plus was opened and inserted. The operators reported that only when the valve was passing the radiopaque marker part on the sheath, they had to use abnormal high push force to get it through. After this point, the procedure was successful, and the valve was implanted without issue. After the removal of devices, it was noted that the fourth esheath plus had a tear in the distal tip, near the radiopaque marker. The patient had no vascular injury during the procedure and was noted to be doing well. Per evaluation of the provided imagery, the distal tip of the sheath for the first and second sheath were split.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned device was visually examined, and the following was observed: the sheath liner was lifted 1cm in length from strain relief, remaining liner was unexpanded. The sheath distal tip is unopened but was split. Scratches were observed along sheath shaft. Imagery was provided for review. Provided imagery was evaluated, and the following observations were noted: the sheath distal tip appears split. The patients minimum lumen diameter 4.5mm at the right access vessels (as per IFU the minimal luminal diameter for an 14fr sheath plus is greater or equal to 5.5 mm). The patient has tortuous and calcified access vessels. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The reported resistance and split distal tip were confirmed based on evaluation of returned device. Available information suggests that patient factors (calcification, tortuosity, undersized vessels) likely contributed to the event as per evaluation of provided imagery there were presence of tortuosity, calcification and undersize vessel (as per IFU the minimal luminal diameter for an 14fr sheath plus is greater or equal to 5.5 mm) at the access vessel. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can increase friction and lead to higher push force and damage the distal tip. Scratches observed on the sheath shaft can be indicative of the presence of vessel calcification. Tortuosity can also exacerbate device interaction with calcified nodules and lead to distal tip damage. Undersized vessels can create a restricted pathway or constrained condition that can increase friction and result in difficulty inserting/advancing the sheath or result in secondary failures (distal tip damage). These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. During sheath introduction through a challenging pathway, it is possible that the operator may apply device manipulation to insert the sheath and/or to overcome the experienced sheath insertion difficulty. Device manipulation (e.g. High push force) may lead to sheath tip damage if compounded with challenging anatomical factors. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.